Event description:
Reporter stated that caller from facility reported that the unit was not displaying correctly. Stations 4,5 and 6 were being used for compounding. When the start button is pressed and the unit begins to pump, all displays are flashing but so faintly the numbers cannot be read. When a station finishes pumping, the volume display flashes the volume delivered, and the next stations have completed pumping and all volume delivered displays are flashing numbers in agreement with the programmed volume. Also the total delivered display is flashing the total volume delivered in agreement with the programmed volume. This has occurred on 2 consecutive days. Solutions have been administered to pt's with no adverse events reported. The user was advised not to use the unit, which has been sent to product service for evaluation.